Event description:
During laparoscopic cholecystectomy, closure of fascial incisions was difficult due to patient's body habitus, and the subxiphoid incision, vicryl needle broke. Both portions were retrieved. No patient harm.